Manufacturer narrative:
(B)(4).

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿) reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis. The article states: ¿there were 127 (27.5%) endoleaks detected during the follow-up; type ii endoleak (n = 91 [71.6%]) accounted for most of the endoleaks identified at any follow-up interval.¿ additionally the following statements are made: ¿although persistent type ii endoleak rate was 2.3% at the 10-year window, no rupture determined by this type of endoleak was recorded¿ and ¿considering type ii endoleak, the absolute indication for a secondary procedure was aneurysm sac enlargement >5 mm.¿

Manufacturer narrative:
(B)(6). The date of the incident is unknown, therefore the date of the article was used as the estimated date of the incident. Updated describe event or problem. Updated report source: literature.

Event description:
An article in the journal of vascular surgery (¿ten-year outcome analysis of the italian excluder registry with the gore excluder endograft for infrarenal abdominal aortic aneurysms¿ published by giovanni pratesi et al in 2017), reviewed 461 patients with abdominal aortic aneurysm who underwent elective endovascular aneurysm repair with gore® excluder® aaa endoprosthesis at four italian centers between 1998 and 2006. The article states: ¿there were 127 (27.5%) endoleaks detected during the follow-up; type ii endoleak (n = 91 [71.6%]) accounted for most of the endoleaks identified at any follow-up interval.¿ additionally the following statements are made: ¿although persistent type ii endoleak rate was 2.3% at the 10-year window, no rupture determined by this type of endoleak was recorded¿ and ¿considering type ii endoleak, the absolute indication for a secondary procedure was aneurysm sac enlargement >5 mm.¿